Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. Device not returned.

Event description:
According to the complainant, during the procedure, the patient started moving and the cervical seal was compromised. This resulted in a fluid leak and a mild vaginal blanching to the patient. The patient was cooled down and the procedure ended. Follow up received indicated at approximately eight minutes and thirty seconds into the ablation, the patient began moving due to light anesthesia. This caused the leakage resulting in the mild vaginal blanching which was treated with silvadene cream. The patient is "stable" and "ok".